Event description:
It was reported that during a laparoscopic prostatectomy procedure, the first three clips were delivered without an issue. After the third firing, the clips were deploying asymmetrically at the tips. It was also reported the handle felt sticky during use. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er420 instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the instrument was cycled and it fed and formed one conforming clip and it ejected fifteen clips; the lockout mechanism was found non-functional. The device was disassembled in order to evaluate the condition of the internal components; upon disassembling, the latch posts were found to be broken which suggest that a premature lockout occurred. It could not be determined what may have caused the premature lockout. Although no difficulties to actuate the trigger were noted during the analysis, it is likely that during the procedure the lockout activated prematurely causing the reported incident of difficulties to fire. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.